Event description:
A 6 fr / 15cm catheter, from a fuhrman pleural/pneumopericardial drainage set, was placed 'without complication or resistance', per the procedure note. Upon x-ray exam, the catheter was found to be fragmented with the fragment displaced. Catheter's expiration date is 2023-08-09. I personally did not observe or assist with this procedure, but in the room at the time. The chest tube drainage system had intermittent air evacuating. There were no voiced concerns with the placement.

Event description:
A 6 fr / 15cm catheter, from a fuhrman pleural/pneumopericardial drainage set, was placed 'without complication or resistance', per the procedure note. Upon x-ray exam, the catheter was found to be fragmented with the fragment displaced. Catheter's expiration date is 2023-08-09. During the placement of a pericardial chest drain procedure, the device was placed in the thoracic cavity via micropuncture. The device was required for use as a chest tube and was placed in the patient without resistance or complication. No concerns were voiced regarding the placement. Within one day after the procedure, an x-ray exam was taken which showed the catheter had separated/fragmented, and the fragment had displaced in the patient. The chest tube drainage system had intermittent air evacuating. As a result of the separation/fragmentation, the patient was transported to another hospital where the device could be surgically removed. However, the surgeon decided to wait to remove the device. It was reported the patient "had a rough night," but is stable. The fragment was still retained in the patient at the time of this report. I personally did not observe or assist with this procedure, but in the room at the time. The chest tube drainage system had intermittent air evacuating. There were no voiced concerns with the placement.